Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hemolysis with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Based on evaluation of the customer photos, the customer¿s indicated failure mode for hemolysis with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for hemolysis, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that hemolysis occurred with bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "the customer found after centrifuged many tubes occurred hemolysis. Gentle inversions: 3-5 times. Clot time prior to centrifugation, less than 1 hour. After with draw of the blood, blood samples were transferred by hospital air system."

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hemolysis occurred with bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "the customer found after centrifuged many tubes occurred hemolysis. Gentle inversions: 3-5 times. Clot time prior to centrifugation, less than 1 hour. After with draw the blood, blood samples been transferred by hospital air system."